Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult to detach/remove the gripper line resulting in difficulty deploying the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty deploying the clip and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment the clip would not detach from the delivery catheter (dc) and the gripper lines could not be removed. Troubleshooting was performed and the gripper lines were accessed within the cds. The gripper lines were removed with a gentle yet consistent pull and the clip was then able to be deployed. An additional clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.